Event description:
A customer reported a past event where their blood glucose level was over 600 mg/dl. Cause was not known. The customer administered a correction bolus using the pump, and it was confirmed that the control iq feature was active at the time of the event. The customer did not need third-party assistance and had not been experiencing frequent high blood glucose levels. Technical support advised the customer to consult with a healthcare professional to discuss potential factors affecting blood glucose levels, and the customer agreed to this course of action.